Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was shattered while the user was at school, resulting in a display that showed only lines and no readable information, and the device required replacement. Symptoms included no reported clinical effects, with blood glucose reported as 169 mg/dl and not affected. Outcomes included continued insulin therapy transition to a replacement device and continued cgm monitoring using the dexcom app or receiver. Investigation included intake of device details, logistics for replacement and return, and user guidance on shutting down the device and restarting on the replacement. Investigation of this device revealed a broken display component leading to loss of visual output, consistent with physical damage to the screen. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.